Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4)2008, to investigate the instrument. The fse checked over the instrument and found the main pipettor needed slight alignment adjustments at all positions. The fse further noted the probe did not appear bent. The fse found the mixer speed low and out of specification. The fse replaced the peri pump tubing, cleaned wash value, and replaced aspirate probes. The fse checked all lines for occlusions and emptied and flushed the wash buffer reservoir to clear any possible plugging in the wash line. The fse repairs were verified per established procedures. Results met published performance specifications. Although hardware issues were addressed by the fse, a definitive root cause could not be determined for this event. MDR# 2122870-2008-00295 documents results for pt 1. This is 5 of 10 separate MDR reports related to four pt events associated with a single malfunction report. Reference MDR numbers: MDR 2122870-2011-05212, MDR 2122870-2011-05213, MDR 2122870-2011-05214, MDR 2122870-2011-05215, MDR 2122870-2011-05218, MDR 2122870-2011-05219, MDR 2122870-2011-05220, MDR 2122870-2011-05221; MDR 2122870-2011-05222 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin) results for multiple pts. The initial erroneously elevated results were reported outside the laboratory. The pt sample was retested and the results were within the normal reference range. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.